Manufacturer narrative:
(B)(4). This is a report of a leak caused by a use error further specified as a solution bag was not properly attached to the cassette line prior initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered during a dwell phase of peritoneal dialysis therapy on the homechoice device. The patient was not connected to the device at the time of the event. It was noted that the patient had not attached the solution bag properly to the supply line prior to initiating therapy. The technical service representative assisted the patient with ending therapy. The patient started therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.